Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.0/4.5/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed. It was indicated there is no plans for a replacement lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).